Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and name of the index surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? What were current symptoms following the index surgical procedure? Onset date? When was mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Please provide the date mesh exposure was removed. What were the findings? Other relevant patient history/concomitant medications? Product code and lot #? If applicable, will product be returned, return date, tracking information? Are there any pictures available for evaluation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient experienced pain, dyspareunia and mesh exposure since insertion of mesh. The patient had the excision/revision of exposed mesh. Now the patient is experiencing recurrence after 5 years. Additional information has been requested.